Event description:
It was reported that patient underwent a femoral fixation procedure on (B)(6) 2015. During the procedure, an anchor would not attach to the femoral cortex. Another anchor was attempted, but the femoral cortex ruptured preventing the anchor from attaching. The tunnels were redrilled and a screw was implanted through the femur in order to complete the procedure. A 30 minute delay occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, "correct selection of the implant is extremely important. The potential for success in soft tissue to bone fixation is increased by the selection of the proper type of implant." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02756 / 02757).